Event description:
The manufacturer received information alleging an everflo oxygen concentrator caught on fire while in patient use. There was no report of patient harm or injury.

Manufacturer narrative:
The everflo concentrator was returned to the manufacturer for evaluation. The manufacturer visually inspected the device and found no evidence of thermal damage internally. The manufacturer found no evidence of any manufacturing defect or internal problem. This failure mode is consistent with patient smoking while using the device, which is contrary to product instructions and labeling.